Event description:
The customer reported that the system did not display an image on the system. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep found a broken cable on the system, so he replaced the cable. The system operates as intended.